Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection. Patient line extensions were in use, and had been properly attached prior to prime. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. There was an open clamp on an unused line. The technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The tsr had the hp cycle the power and a system error 2367 alarmed. The tsr advised the hp to start over with new supplies. The tsr explained to the hp that she must close clamps on any lines that are not being used prior to starting prime. The tsr had the hp close the clamps and cycle the power again to get to "press go to start." The hp would start over with new supplies. The hc was operational. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This condition of a system error 2240 was confirmed, through the customer's report. The root cause was a use error, as there was a clamp left open by the customer. The label review found the labeling adequate for the use error in this report. This issue is being investigated through CAPA.